Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Attempts have been made to obtain add'l info. A completed questionnaire was received. (B)(4).

Event description:
A tech reported a pt experienced sandy feeling irritation 1 day following lasik surgery. The pt was diagnosed with corneal haze, and trace temporal abrasions. Steroid dosage was increased to treat and resolve the event. Add'l info was requested. In the doctor's opinion the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.